Manufacturer narrative:
By checking the DHR of the involved lot #1908455, no pre-existing anomaly was found on the items placed on the market with the same lot #. This is the first and only complaint received on this lot #. We will submit a final MDR once the investigation will be completed.

Event description:
Shoulder revision surgery of a smr reverse implant performed on (B)(6) 2021, due to loosening of the smr glenoid baseplate standard (product code 1375.15.610, lot #1908455 - ster. 1900325). According to the complaint source, the patient went for a check-up visit on (B)(6) 2020, reporting pain (origin of pain was unknown). A bone fracture and loosening were detected between the 2020 follow-up and 2021 revision. On (B)(6) 2021, the entire prosthesis was removed and replaced with an antibiotic spacer due to glenoid component loosening. Infection was suspected but then excluded by cultures. During the revision, the following components were explanted: smr glenoid baseplate standard (product code 1375.15.610, lot #1908455 - ster. 1900325). Smr glenosphere ø 40mm (product code 1374.09.121, lot #1814499 - ster. 1800297). Smr glenoid peg tt s/std/l #l (product code 1375.14.663, lot #1600895 - ster. 1600073). According to the complaint source, the patient is receiving antibiotics and his post-operative culture tests are still pending. The smr hybrid anatomic shoulder was originally implanted on (B)(6) 2017. Conversion to smr reverse was performed on (B)(6) 2019: the event was registered as complaint #60/21 and reported to the FDA through the MFR 3008021110-2021-00020. Patient is a male, (B)(6). Event happened in the us.